Manufacturer narrative:
Omitted code a0709 and added code a140505.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 47 year old male patient was transferred from impella 5.5 to impella cp support on (B)(6) 2025. During impella 5.5 support, on (B)(6) 2025, left ventricle perforation occurred while manipulating and positioning impella in ventricle. On (B)(6) 2025, physician believed that the patient was encountering ventricular tachycardia related to impella 5.5 positioning issues. Doctor stated that the graft had been sewn on per the IFU recommendation. However, the decision was made to explant the 5.5 and replace with a cp device. During impella cp support, 17 day old cp began to show signs of motor failure, varying purge flows, left ventricle waveforms elevation, and motor current elevation above 1200 rpms. The immediate decision was made to take the patient back to the catheterization laboratory to exchange for a new impella cp.